Manufacturer narrative:
A united states customer contacted siemens to question why the advia chemistry xpt analyzer did not flag an uncentrifuged serum sample with a high hemolysis serum index (3+ or 4+) when the sample was inadvertently processed for concentrated creatinine (cre_2c) and hemolysis. Upon further investigation, the customer hypothesized that the sample did not have a high hemolysis index because it potentially settled and separated before it was processed on the analyzer. The analyzer's serum indices settings were checked and confirmed to be correct. The customer's practice of running an uncentrifuged sample contributed to the event and they informed siemens that they were working on a workflow to prevent uncentrifuged samples from being processed. The customer indicated that a new specimen would be required for repeat testing. To date, the customer has not received the new sample. Section date of event was intentionally left blank as the customer did not specify the exact date of event. The customer indicated that it happened within (B)(6) 2022. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer reported that an uncentrifuged patient sample was tested for concentrated creatinine (cre_2c) and hemolysis on an advia chemistry xpt analyzer. The test results were automatically validated and released to a laboratory information system (lis). After the result was released, the customer identified that the sample was not centrifuged and retracted the test result. The customer also entered a result comment stating that the initial test result was from an uncentrifuged sample and that the sample was ineligible for recentrifugation and repeat testing. The customer indicated that a new specimen would be required for repeat testing. To date, the customer has not received the new sample. The correct cre_2c result for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the event.